Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation procedure performed on (B)(6), 2009. According to the complainant, during treatment of stenosis after esophagojejunostomy, the balloon burst at 3atms of pressure. It was also reported that a metal clip was present in the area being treated. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, during treatment of stenosis after esophagojejunostomy, the balloon burst at 3atms of pressure. It was also reported that a metal clip was present in the area being treated. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact date of birth unknown however the patient was (B)(6) age. Resterilized: no. Usage of device: initial. A search of the complaint database for lot number 12453006 revealed that no previous complaints exist for this lot. A review of similar complaints revealed no adverse trends. A visual examination of the returned device found no damage to the catheter of the device. A longitudinal tear was noted on the balloon portion of the device. The condition of the returned incident device was consistent with the complaint that the balloon ruptured. The most probable root cause is operational context. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).